Event description:
On (B)(6) 2015, per infection prevention rounds, fujifilm sonosite m-turbo ultrasound machine with a transvaginal probe (ictx) - it was discovered that manufacturer had omitted high level disinfection cleaning instructions for the transvaginal and transrectal probes on their cleaning instructions.